Event description:
During routine removal of an aculoc 2 plate, the driver tip broke in one of the screws and could not be removed. Because of this, the screw could not be removed and was left in the patient.

Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional twist was found along the hex portion of the driver. Prior to breaking from an excessive twisting load (torsion) the driver tip may start to twist before the driver breaks. Hex tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information. Conclusions - a conclusion cannot be drawn based on the laxck of information concerning the circumstances of the driver break.